Event description:
"During cardiac eval of recurrent atrial flutter, a they was found to have a pseudoeneurysm of the ascending aorta. Two years previously, they had an acute type a dissection, as well as bioproathatic aortic valve replacement, at another institution." According to the author, it appears that bioglue surgical adhesive was used. More recently, repair of the pseudoaneurysm was undertaken...an aortic valve periprosthetic leak was repaired, and the ascending aorta and hemiarch were replaced with a synthetic tube graft. The pt made a satisfactory recovery and was discharged on the 10th postoperative day." According to the author, "the experience raises concern about the potentially harmful effects of bioglue to local tissue. It has been they anecdotal observation during reoperation on pts in whom large quantities of bioglue appear to have been used that the substance persists and that surrouding tissue are soft and friable. Histologica results in the current case demonstrate an ongoing inflammatory process 2 years after application, indicating that bioglue might retard normal healing."